Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2367 alarm (resume error, critical error found) occurred on the homechoice device during peritoneal dialysis. The patient was connected at the time of the alarm. The patient indicated that the alarm went off and they silenced it but cycled the power on the homechoice to off. The technical service representative reviewed the alarm log and could only find the 2367 alarm and no others. The technical service representative explained that the homechoice has ended the therapy with these supplies. The technical service representative advised the patient to dispose of current supplies and start over with all new supplies or continue with manual bags. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.